Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep. The dr. Found a gas leakage from the junction of the sleeve and the body of the trocar. There was no consequence to the pt.